Event description:
The customer complained that qc results for ise indirect na for gen.2 had been drifting low for the past "few weeks" (beginning on approximately (B)(6) 2018) on a cobas 6000 c (501) module. The customer has to re-calibrate several times a day to bring qc results back within the acceptable range. The customer provided questionable results for 2 patient samples tested for na that had been reported outside of the laboratory on (B)(6) 2018. After the patient samples were run, qc was performed and the na results were low and outside of the acceptable range. The 2 patient samples were repeated on the same analyzer after re-calibrating. Based on the data provided, the results for 1 patient sample were discrepant. The initial na result was 134 mmol/l. The repeat result was 140 mmol/l. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and did not identify an issue. Ise checks were run and ise noise errors were received. The fse ran precision tests, changed reagents and primed the system. Ise checks were re-run and no more errors were received. Calibration and qc results were acceptable. The customer has had no further issues since the service visit. The customer spins the sample for 7 minutes at 4200 rpm. Based on the type of sample tube the customer uses, the sample should be spun for 10 minutes at 1100-1300 g. The investigation did not identify a product problem. The cause of the event could not be determined.